Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "subsidence of the stem after impaction bone grafting for revision hip replacement using irradiated bone¿ on 9 may 2019: ¿subsidence of the stem after impaction bone grafting for revision hip replacement using irradiated bone¿ was reviewed for MDR reportability. The retrospective study examined a consecutive serious of 68 patients (69 hips) who had revision of a hip replacement with femoral impaction grafting. It was noted that only 5 of the 69 hips studied were depuy elite plus stems. The following adverse events were noted: three of the five elite stems were shown to subside. Pain was reported in 4 of the 69 hips studied. There is no indication of the manufacturer of the stems involving pain. All 5 patients with massive subsidence were symptomatic and were subsequently revised. There is no indication of the manufacturer of reported revised stems. Instability was reported in two patients who were revised.